Event description:
It was reported that the insulin pump did not alarm no delivery. Customer stated that the reservoir will be empty and insulin pump does not alarm. Customer stated that she was without insulin during the night and woke up with high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.